Event description:
The information received from the affiliate states that this female patient was presented to the interventional lab for an angioplasty procedure of the superficial femoral artery (sfa). The vessel was described as heavily calcified with moderate vessel tortuosity and lesion was a chronic total occlusion. There is no information available as to where the physician made access to the patient, if the physician had any difficulty accessing the lesion with the guidewire or which sfa the lesion was located. The information states that the balloon ruptured at an atmosphere that was below the rated burst pressure. That atmosphere is unknown. There was no reported injury to the patient. As per the qualrap, no additional information is available.